Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. It was determined that the image processor and display adapter circuit boards were the most likely cause for such an intermittent problem. Both circuit boards were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's right monitor would go blank. The system had to be re-initialized in order to display again. There was no adverse pt involvement reported. There was no pt info reported.